Event description:
Customer reported he has was hospitalized with hyperglycemia around (B)(6) 2014. His blood glucose was "hi" mg/dl, and his daughter transported him to the hospital. His blood glucose was 666 mg/dl when he arrived, and he was treated with an insulin injection and an insulin drip. He was discharged after 2 days. He reported the infusion cannula was bent. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.